Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked approximately 4 ml of fluid and there was dry blood on the blood sampling valve (bsv) and in the tray that is inside the instrument. The customer was wearing a lab coat, gloves, and goggles at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. Beckman coulter field service engineer (fse) found the tubing on the center section of bsv had a hole in it. The fse trimmed and reseated the tubing to repair the leak. The fse verified service activity performed per established procedures and the results met published performance specifications.